Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the keypad was intact and all the keys were responding properly. The keypad cover was removed and there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The original complaint was unable to be duplicated. Unrelated to the original complaint, the audio bolus button cover was found to be missing on the pump. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.